Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The info obtained from this device indicated that the device was first installed on (B)(6) 2010. Between installation and the last event (B)(6) 2011, there are eight self test fails caused by a low battery. This would cause the low battery warning and the red status indicator illumination. Investigation of the device history indicate variations in voltages at the time of the self tests. This would indicate a poor connection between the pad-pak and pad device. The fault was attributed to faulty pogo-pins. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.